Event description:
N/a.

Manufacturer narrative:
Additional information - d4, d10, g4, g7, h2, h3, h4, h6, h10 the device was returned for evaluation. The skull clamp locking knob caught between open and lock. Unable to move it. Round head screw was bent, and swivel base jammed up. Suggest general service using parts as per estimate. Test and adjust to meet manufacturer's specifications. The skull clamp has been repaired as per estimate to meet manufacturer¿s specification. The device history record showed no abnormalities related to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. Sampling plan reviewed and is acceptable. Failure analysis to identify root cause confirmed complaint event. Device as received would not pass functional test. Root cause is unknown, however the mostly likely reason is improper handling.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on (B)(6) 2019, the a1059 mayfield modified skull clamp locking knob was caught between open and lock; device was unable to be moved. There was no delay due to the product problem and there was no patient injury. Additional information was received on 31jul2019 indicating that the issue was discovered prior to the craniotomy surgery during set up. There was no patient contact. The device was swapped out and another mayfield clamp was used.